Event description:
It was reported that the patient went to the hospital due to a device alert. The right ventricular (rv) lead integrity alert was triggered. The rv lead exhibited noise, short interval counts (sic), and non-sustained ventricular tachycardia episodes. The patient is being monitored by the physician. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: 559453 lead, implanted: (B)(6) 2011; a 419688 lead, implanted: (B)(6) 2011. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), and indicated the right ventricular (rv) lead integrity alert. Rv lead integrity alert warning for increased sic count and 2 or more high rate non-sustained episodes less than 220ms on 2015 (B)(6). Sic count went up to 271 within 2 days averaging around 241 per day. Evidence of oversensing has been noted in high rate non-sustained episodes on 2015 (B)(6) and ventricular tachycardia non-sustained episodes on 2015 (B)(6).